Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the pt that he received a durum implant on (B)(6) 2009 and has yet to be revised due to a right carotid artery occlusion.

Manufacturer narrative:
The MFR did not receive devices, x-rays, nor other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result becomes available, a follow up report will be submitted. (B)(4).